Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received the system was in clinical use at the time of the event. The procedure was completed by restarting the system. A philips remote service engineer (rse) examined the system remotely and confirmed that the flex spot monitors would not turn on. Review of the log files showed display hardware related issues. Upon troubleshooting, rse found out that the lex spot monitors would not turn on. Rse stated that customer sporadically had no display on flex spot monitors. After a cold start, system worked again but rse decided to replace flex spot pc. Rse released onsite work order for further diagnosis. The defective parts were returned for analysis, for flex spot pc malfunction was observed, the main failure was the missing 1tb hdd. However, the replacement of the flex spot pc including hdd by the field service engineer has resolved the reported issue. After the replacement, the system returned to use in good working order. At the time this case was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the case was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on re-evaluation, this case is not a complaint, and it is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that flex spot monitors would not turn on. No harm was reported to philips. Philips has started an investigation of this complaint.